Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale markings were defective. There were eight syringes that had this issue. The following information was provided by the initial reporter, translated from japanese to english: defective marking.

Manufacturer narrative:
H.6. Investigation summary: customer returned (8) loose 3/10cc, 12.7mm syringes. Customer states that the markings are defective. All returned syringes were examined and all scale markings were observed to be printed properly and clearly on all of the returned samples without any observed defects. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale markings were defective. There were eight syringes that had this issue. The following information was provided by the initial reporter, translated from japanese to english: defective marking.